Event description:
Improper shutdown of baxter spectrum iq pump, due to loose battery. Upon interdepartmental investigation, baxter part no 35223 was found to loosen over time and wear out the connection to the battery clip. This would allow the battery to disconnect improperly and lose the memory of the current infusion when pump is on battery power, multiple patient safety and near fatal incidents occurred through this. Baxter does not have any solution.